Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the main coil and delivery wire were kinked, likely due to procedural factors; the coil delivery wire was also broken. Functional testing noted friction in the introducer sheath. Additional information from the customer confirmed the device was prepared per device directions for use (dfu) and was in good condition prior to the procedure. Based on the information available and device analysis, handling damage likely caused the delivery wire break; human factors was assigned to this investigation.

Event description:
Analysis of the returned device found that the coil delivery wire was broken. There was no clinical consequence to the patient as a result of this event.